Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer reportedly believes the unit has a leak and has begun servicing the unit. The fse advised the customer to run a performance analysis on the device and evaluate the results prior to sending device in for bench repair. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device logged multiple alarms (patient disconnect, high tidal volume, leak, low minute ventilation). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. The customer ran performance verification testing as recommended and found no faults with the device. The alarms have not recurred. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.